Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps elevator cover adhesive missing likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus loaner asset device that was returned by a customer with no malfunction reported. There is no reported harm to any patient. Upon inspection of the returned device, it was observed that the device forceps elevator cover adhesive was missing. This medwatch is being submitted for the reportable issue of the missing adhesive of the forceps elevator cover observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device forceps elevator cover adhesive was missing. This likely occurred due to deterioration from chemical stress applied during reprocessing. Other observations for the device are distal end rubber coating adhesive cracked on both sides. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.